Manufacturer narrative:
(B)(4): follow up MDR for device evaluation. One photo of a 10ml eurographics syringe was received and evaluated. The image shows a loose syringe filled with an unknown clear fluid. Multiple brownish stains larger than level 4 can be seen on the barrel consistent with embedded foreign matter. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. A device history record review was completed for provided lot number 3178441 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics had foreign matter. The following information was provided by the inital reporter translated from dutch to english: "syringe was removed from sterile package. After pulling up nacl there was dirt in syringe, when trying to wipe clean it did not go away. Syringe has already been thrown away."